Event description:
It was reported that a patient received inappropriate shocks due to noise on all three channels. The next day during a follow-up, increased pacing lead impedance was observed. The device was explanted and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The inappropriate shock and noise were not confirmed in the laboratory due to the lack of stored egms. The reported hv lead impedance (hvli) anomaly was confirmed in the laboratory. The device was tested and an anomaly on the hybrid was observed. The cause of the hvli was due to a hybrid anomaly.